Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09gz1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported having had hand surgery where they had shut off the device and then turned it back on in (B)(6) 2015. It was also noted that the patient had fallen down the stairs at her home on (B)(6) 2015. She was in rehab for a month. She had broken her nose and a rib. The caller was going to call back when the patient was present to troubleshoot. It was thought the patient was on 3.5 volts. The patient was getting up at night and going potty. One night she had gotten up 11 times and the night prior to this report she had gotten up 9 times. "Weak body" was mentioned as well as "strong mind." There had been a return of symptoms in (B)(6) 2015. Additional information received from the consumer reported again that the patient was up all night, going to the bathroom 9 times at night and this had been occurring within the past 3 weeks. The patient was feeling stimulation. Therapy was confirmed to be on and was at 3.5 volts. The fall was noted again to be possibly related. Additional information received from the patient in response to follow-up reported that an x-ray had been performed and all was found to be normal and in the proper place. The manufacturer representative (rep) was also there. The program was found to be on 4 but when it had been implanted it was put on 1. The rep returned to program 1. The patient continued to struggle with frequency most nights and she would find herself up 6-7-8 times. It would get exhausting. The patient was willing to exercise patience with high hopes that it would get back to normal. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. The patient's symptoms had gotten worse. The patient got up on average 9 times to go to the bathroom but last night they got up 15 times. They had been keeping logs of when they go to the bathroom at night. They went to see their health care professional (hcp) and he referred them to another hcp for assistance.